Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers on their keypad was scrolling. It was also found the customer's buttons were unresponsive. Customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also stated they had a button error alarm after troubleshooting for the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent buttons responsive due to corroded keypad traces. Numbers were not ramping on their own during testing nor was the scroll bar moving without any input. The device had minor scratched lcd window, scratched case, broken belt clip slot, cracked reservoir tube lip, cracked case at reservoir tube window corner, and stained end cap sticker.